Event description:
The pump was removed from the pt and replaced due to "inability to activate as 800. After pump was delivered it readily activated-presumed problem was tubing kink. Pump replaced as a cautionary measure."